Event description:
Hamilton medical ag received the following incident description: it happen when turn on this unit. We checked & found the display has white strip show on screen. We reconnect involve display's cable but the problem has same. We replace with a new upgrade kit graphic lcd tft 15" & full calibration. After that this unit can be used normally.

Manufacturer narrative:
The issue was solved by replacement with a new upgrade kit graphic lcd tft 15" from hospital`s stock.

Event description:
Hamilton medical ag received the following incident description: it happen when turn on this unit. We checked & found the display has white strip show on screen. We reconnect involve display's cable but the problem has same. We replace with a new upgrade kit graphic lcd tft 15" & full calibration. After that this unit can be used normally.

Manufacturer narrative:
The issue was solved by replacement with a new upgrade kit graphic lcd tft 15" from hospital`s stock. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.